Manufacturer narrative:
An event of replacement of a trifecta gt valve with a valve-in-valve procedure was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, it was reported that a valve in valve procedure was performed on a patient who had a trifecta gt valve implanted.